Event description:
It was reported that the pt stated she has a yeast infection - not specified to the pw system. Went over placement tips; it's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per follow up information received on 14may2026, it was reported having trouble with urine not going into container. I have called and they gave me things to try. Because I woke up 1 time and my bed and I were soaked. I¿ve called 3 times I think, and they gave me things to try and we did try. And I have waited 4-5 years to get the wick system. But right now, I¿ve developed a yeast infection. (I thought I was forever done with that). So, I¿m taking meds for infection then I will try the wick system again. I want it to work for me. So, I could sleep during the night. I make 3-4 trips to bathroom each night. So, I really want wick system to work for me.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.